Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/06/10, 08/09/10, and 08/17/10 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).

Event description:
Adverse event(s): "myopic surprise with induced cylinder" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with a myopic surprise with induced cylinder following intraocular lens (iol) implant surgery. In a f/u, a clinic staff reported that the lens was exchanged. Add'l info has been requested.